Event description:
The customer reported a touchscreen malfunction. The manufacturer's field service engineer confirmed the reported issue.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen revealed scratches and nicks to the upper left quadrant. The touchscreen was installed in an fi test gui assembly. The ventilator was booted into diagnostic mode and an unsuccessful attempt was made to perform a touchscreen calibration. The first box touch position, which is in the upper left quadrant of the screen, failed due to the damage to the touchscreen. The ventilator was booted into normal ventilation mode and delivered breaths. The touchscreen was exercised by entering different menus and changing settings but changes functioned intermittently depending on how close the touch was to the damage. The touch position for the entire touchscreen was shifted up by 4.11 inches. This customer returned touch screen was allowed to run in the fi test vent for approximately two (2) hours and no errors were generated. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. This touch screen is not responding to the touch correctly due to damage found in the upper left quadrant.